Event description:
The customer reported there was no display in manual fluoroscopy mode. The light was out of service. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the left ci display. The system operates as intended.